Manufacturer narrative:
Concomitant medical product: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 22-jun-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer's representative regarding a patient who was receiving 20 00mcg/ml gablofen at 1000mcg/day via an implantable infusion pump for stroke. It was reported that the patient had experienced an increase in pain and spasticity and went to the emergency room on (B)(6) 2019. The patient was admitted and a dye study was done. The dye study was normal but the CT scan showed a potential tear in the catheter near the anchor. Surgery was done to replace the distal portion of the catheter. The issue was resolved and the patient's status was noted as "alive-no injury." No further complications were reported.